Event description:
It was reported the caller believed that a pocket fill had occurred to the patient over the past six years; they didn't know this could occur. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk.